Event description:
The customer reported the following: "during wrist osteosynthesis using a plate, the head of a cortical screw broke. This incident made it difficult to remove the screw and therefore had an impact on the duration of the procedure. However, it was eventually removed. The screw came from the variax wrist ancillary. After some time, the surgeon successfully removed the defective material."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.